Event description:
It was reported that the patient received inappropriate therapy for t wave oversensing. The device was explanted and competitively replaced. The patient was discharged home.

Manufacturer narrative:
The reported field event of over-sensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.